Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir does not attach correctly and will pop out. Customer's blood glucose level was unknown. Customer states battery life diminished and unexplained no delivery alarms. The insulin pump will not be returned for analysis.